Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to pump rewind able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, sleep current test, active current test and self test. Hardware low level failures confirmed in pump history with variable due to broken trace at keypad assemble. No audio anomalies or hardware low level failures noted during testing. Audio levels changed when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Low battery alert less than 1 week not confirmed.